Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as one large blister and multiple small blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use hydrogen peroxide and temporarily remove the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.